Manufacturer narrative:
Pump was received with broken a part of reservoir tube lip, however test reservoir able to lock/click into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken and the retainer ring was missing. Customer's blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.